Event description:
Spontaneous communication. Patient's father reported malfunction of freedom 60 pump at start of infusion. Pump would not push any fluid, seemed to be stuck. Pump available for return. Defective device serial number: (B)(6). Maintenance due date is unknown. Per patient's father, he completed infusion manual push, which took about 8 hours. Md aware. No additional information. Pharmacy replaced pump. No missed doses reported. No adverse events reported. Indication: selective deficiency of immunoglobulina [iga]. Reported to (B)(6) by: patient/caregiver.